Manufacturer narrative:
Batch review performed on 26 july 2022: lot 2108922: (B)(4) items manufactured and released on 16-sept-2021. Expiration date: 2026-09-02. No anomalies found related to the problem. To date, 42 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director: less than 5 months after primary cemented tka the knee develops instability and requires substitution of the insert to a thicker one. The secondary onset of instability is a possible adverse event following tka, not related to a product deficiency. It can often be fully solved by recurring to a taller inlay, though it's impossible to say if the new solution will last for a long time.

Event description:
Revision surgery at about 5 months from primary for knee instability. The surgeon swapped the liner to a thicker one successfully.